Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 99-150mg/dl fasting. Verified test strips expire 08/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 474mg/dl and 432mg/dl. Reviewed meter memory: (B)(6). Customers concern: all of the results she is getting from her meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference and poor technique.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 99-150mg/dl fasting. Verified test strips expire 08/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 474mg/dl and 432mg/dl. Reviewed meter memory: (B)(6). Customer's concern: all of the results she is getting from her meter. No adverse event reported.